Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The user is questioning the "no shock advised" notification given by the device during a patient use event. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).